Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rhino-laryngo fiberscope had an image problem. There were no reports of patient harm.